Event description:
It was reported that there was a damaged liquid crystal display. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received in good condition. During functional testing, the reported complaint was confirmed. Installed l-70 test disposable and powered on unit. It was noted that the display was blank. Removed front cover and investigated further. Found liquid crystal leakage on the liquid crystal display; there was a damaged circuit board. No actions were taken. (UDI) is unknown. No product information has been provided to date.